Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's control pressure sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts were proactively on the device: power management board. In addition, there was no evidence of foam particles found on the device. After replacing the parts on the device, a system test was performed, which passed on the device.

Manufacturer narrative:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's control pressure sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts were proactively on the device: power management board. In addition, there was no evidence of foam particles found on the device. After replacing the parts on the device, a system test was performed, which passed on the device. The bad date and date due date of the initial report was incorrectly reported. The bad date and date due date have been updated to reflect the correct dates.